Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006 / lot # h299834) was received at us cq. The device was returned with the needle of the device broken off the body and it was not returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Needle of device was broken off. Dimensional inspection: it could not be performed due to post manufacturing damage and broken needle was not returned. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws as the needle was broken off the main body of the device. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces during sterilization or material handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006, synthes lot # h299834, supplier lot # h299834, release to warehouse date: aug 08, 2017; oct 21, 2017, supplier: (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl ups (B)(6) site on an unknown date, the depth gauge for 2.0mm and 2.4mm screws was observed broken. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).